Event description:
It was reported that during hemodialysis therapy using an ak98 machine, the patient experienced discomfort, hypotension (73/47 mmhg), and a decrease of 3.9 kg in weight. According to the reporter, ¿after immediate rehydration of 400ml, the blood pressure was 86/54mmhg¿. A reduction in the ultrafiltration rate was performed and the patient's blood pressure increased to 93/ 58 mmhg. The machine was inspected on-site, and it was noted that "the machine parameters were not set correctly". It was also reported that the therapy was programmed for an ultrafiltration volume of 3.5kg for the duration of four hours. It was reported that the machine displayed an ultrafiltration volume of 2.5kg; however, the actual volume was allegedly 3.9kg. No alarm was generated by the machine. Additionally, it was reported that the upper silicone connector of the degassing chamber was cracked and leaking. The connector was replaced, and no issues were noted. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician who found a leakage from a silicone connector of the deaerating chamber, due to a crack. The local technician reported that the machine did not trigger any alarms. This indicated that there were no potential deviations within the allowed limit. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition of high ultrafiltration was verified. Should additional relevant information become available, a supplemental report will be submitted.